Event description:
Reporter indicated he was having increased depression and felt his vns generator battery may be low. The reporter's treating physician is no longer practicing and the reporter was referred to a different vns physician to have the vns generator checked. Follow up with the referred physician's office revealed the reporter has not contacted the office to date